Event description:
It was reported that patient underwent a reverse shoulder procedure on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The humeral bearing and humeral tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04980 & 04981).

Manufacturer narrative:
Examination of returned device was inconclusive. Insufficient information to determine failure mode or root cause. The components do not appear to have been implanted as the articulating surface and face of the bearing show no signs of contact with the mating surfaces nor does the taper show sign of impaction.

Event description:
It was reported that patient underwent a reverse shoulder procedure on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The humeral bearing and humeral tray were removed and replaced.